Manufacturer narrative:
One used device was received and evaluated. Testing found that the clave secondary port on the cassette was broken off. White drag marks were noted on the secondary port of the cassette indicating use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design of clave port that is directly bonded to the secondary port of the cassette. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The tubing set was to be used to deliver an unspecified medication. It was reported that reported that after the tubing set was removed from the package prior to pt use, it was noted that the clave secondary port on the cassette of the tubing set was broken off. No specific details were provided. Though requested, no additional info was provided including if the tubing set was replaced and therapy was initiated.